Event description:
It was observed during the device inspection that the forceps elevator component on the duodenovideoscope was found with foreign material. There was no report of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material in the forceps elevator during evaluation; however, the customer returned the device without reprocessing which caused the foreign material to remain in the device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.